Event description:
It was reported that the right atrial (ra) lead of this pacemaker system triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms, and lead conductor fracture was suspected. Review of stored atrial tachy response (atr) episodes showed my potential oversensing due to the unipolar sensing configuration after the lss. Prior to the lss, there were several atrs stored however there were no egms available to confirm whether there was noise. A stored signal artifact monitor (sam) episode detected a ra artifact and minute ventilation (mv) oversensing which also suggested compromised ra lead integrity. Technical services (ts) discussed troubleshooting options and recommended further evaluation in-clinic. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the right atrial (ra) lead of this pacemaker system triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms, and lead conductor fracture was suspected. Review of stored atrial tachy response (atr) episodes showed mypotential oversensing due to the unipolar sensing configuration after the lss. Prior to the lss, there were several atrs stored however there were no egms available to confirm whether there was noise. A stored signal artifact monitor (sam) episode detected a ra artifact and minute ventilation (mv) oversensing which also suggested compromised ra lead integrity. Technical services (ts) discussed troubleshooting options and recommended further evaluation in-clinic. This pacemaker system remains in service. No adverse patient effects were reported. At a later date, this pacemaker was explanted, with it been prophylactically explanted due an existing advisory notice and the associated ra lead was explanted due to fracture. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead of this pacemaker system triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms, and lead conductor fracture was suspected. Review of stored atrial tachy response (atr) episodes showed mypotential oversensing due to the unipolar sensing configuration after the lss. Prior to the lss, there were several atrs stored however there were no egms available to confirm whether there was noise. A stored signal artifact monitor (sam) episode detected a ra artifact and minute ventilation (mv) oversensing which also suggested compromised ra lead integrity. Technical services (ts) discussed troubleshooting options and recommended further evaluation in-clinic. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.